Event description:
On (B)(6) 2022, the patient was treated for an abdominal aortic aneurysm. While the physician was implanting a gore® excluder® conformable aaa endoprosthesis with active control system, the nose cone of the device became caught on the lip of the sheath. The physician pulled back on the device, and the nose cone became stuck in the sheath. The device was removed, and another device was implanted. The patient tolerated the procedure. The device was returned for evaluation.

Manufacturer narrative:
Additional information received after the initial submission has determined that this event is not reportable. The initial submission is therefore retracted.